Manufacturer narrative:
PMA/510(k) #k160229 . Device evaluation only 1 adapter related to (B)(4) unit of lot c1821079 of echo-hd-22-ebus-o was returned opened in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 26 july 2021. No defects were observed on the adapter returned. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1821079 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1821079. The notes section of the instructions for use, ifu0051-8, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-8). Image review n/a. Root cause review a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. No device failure issue was observed as a result of the stylet not being replaced and this file is required to record this instance of user error. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User error-stylet partially removed when advancing into the targeted site" as detailed in q.20 of the additional questions? Was the stylet partially removed when advancing into the target site? Yes.